Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that they attempted to deliver a shock and the device did not deliver a shock and gave a "connect electrodes" message. The customer also reported that the issue seems to only be with a specific therapy cable as other cables that they tested appeared to operate normally. There was no report of patient use associated with the reported event.